Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time. Additional information was requested.

Manufacturer narrative:
(B)(4). Jaw. The analysis found that the device was received in good visual condition. Further inspection found that the jaws had become yielded; however, the device was fired and four conforming clips were fed. No unusual noise was noted. It is known from the history of the device that the found condition of the jaws may lead dropping or ejected clips. Possible causes for the condition found may be if the device is closed over an existing hard object or clip placing stress on the jaws causing them to distort or yield and not return to their original dimensions/position or excessive application of torque to the jaws when positioning the device on a vessel. It should be noted that as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure the device meets the required specifications prior to shipment. No incident related to the reported event was observed during the batch record review.

Manufacturer narrative:
(B)(4). After several requests, the device was not received for analysis.

Event description:
It was reported that during a laparoscopic cholecystectomy procedure, one clip as surgeon was applying the clip to vessel fell out of the device even before starting to fire. The second clip scissored. As the third clip was being pre-loaded the clip shot out of the clip applier. Another device was used to complete the procedure. No adverse consequences reported.